Manufacturer narrative:
Additional product code ove. Occupation: synthes employee. A review of the device history record has been requested. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. PMA/510k: device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the star head was broken off during the initial insertion. The procedure was completed successfully and there is no delay. There were no adverse consequences to the patient. Concomitant devices reported: unknown holding sleeve (part# unknown, lot# unknown, quantity 1). Unknown handle with large quick coupling (part# unknown, lot# unknown, quantity 1). Unknown screw (part# unknown, lot# unknown, quantity unknown). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: received picture reviewed and the complaint description can be confirmed that the screw driver joint broken off. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.